Event description:
Healthcare provider additionally reported "any creases."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, white crystalline in the gel, wear abrasion and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.